Manufacturer narrative:
Pci was performed on a de novo lesion in the proximal left anterior descending of 15mm in length in a 3.0mm vessel diameter at a bifurcation. The (b2) lesion was also concentric. The lesion was pre-dilated with a 3.0x20mm balloon at 12 atmospheres (atm) before a 3.0 x 18mm cypher stent was deployed at 14 atm. Post-dilation was not conducted. Intravascular ultrasound (ivus) was not conducted. The residual diameter stenosis measure 0%. Thrombin inhibition in myocardial infarction (timi) ii and iii flows were recorded pre and post-procedure, respectively. Act was not measured. Pre-procedure medications included aspirin 100 milligrams (mg)/day and ticlopidine hydrochloride 200 mg/day. Intraprocedural medications included aspirin 100 mg/day, ticlopidine hydrochloride 200mg/day, heparin 8,000 units and isosorbide dinitrate. Post-procedure medications included aspirin 100 mg/day and ticlopidine hydrochloride 200mg/day. Twenty eight months later, the patient complained of chest pain and went to the hospital. Coronary angiography was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and plain old balloon angioplasty was conducted. The physician commented that the possible cause of the thrombotic event was because the patient got dehydrated during cycling. Please note that this device is not distributed in the united states. However, it is similar to the us distributed.

Event description:
20 months after percutaneous coronary intervention (pci), the patient was hospitalized with chest pain. Angiography confirmed thrombus within the implanted cypher stent.